Manufacturer narrative:
Sections with additional information as of 08-jan-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 276, 211, 215, 192, 212 mg/dl. The customer¿s expected am fasting blood glucose test result range is 125-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/27/2024 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history (date/time not set): result 1 : 276 mg/dl, date: 12-15, time: 03:25 pm , fasting (blood test was taken morning fasting). Result 2 : 211 mg/dl , date: 12-03 , time: 03:24 pm , fasting (blood test was taken morning fasting). Result 3 : 215 mg/dl , date: 12-01, time: 03:24 pm, fasting (blood test was taken morning fasting). Result 4 : 192 mg/dl, date: 03-23, time: 11:59 am, fasting (blood test was taken morning fasting). Result 5 : 212 mg/dl, date: 03-22, time: 12:18 pm, fasting (blood test was taken morning fasting).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.